Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After device replacement procedure, high defibrillation impedance was observed on the right ventricular (rv) lead. The pocket was reopened and the rv lead was reconnected to the device header to resolve the event. The physician believes that the rv lead connector was not inserted into the device header properly. The patient was stable with no consequences.